Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. There was no motor error alarm. The motor passed motor test. There was minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 97.2 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.